Event description:
Patient said last night that her pump would not load the syringe and it keeps beeping. She said it said something about it being blocked. She tried troubleshooting and changed the tubing and the syringe but that did not work. This was a new pump that was sent to her and she was not connected to it at the time and it did not cause any harm or interruption therapy. She just used her back up pump to infuse. New replacement pump sent. Dates of use: from (B)(6) 2013 to present. (B)(4).